Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-00676. It was reported the patient experienced ineffective stimulation. X-rays revealed one lead migrated. As a result, surgical intervention may take place at a later date.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-00676. Follow up information identified effective stimulation has been restored, and the patient¿s issue has resolved.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-00676. Follow up information identified the physician explanted both of the patient¿s leads and replaced them with one new lead.